Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, it was reported that the patient was revised due to aseptic loosening tibial component left knee with pain and swelling. Operative notes noted that upon entering the joint, the tibial tray was noted to be grossly loose at the cement to implant interface. The tibial tray and insert were revised, no indication of deficiency relating to the tibial insert. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2016. Dor: (B)(6) 2021. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device 3122040/8151378 number, and no non-conformances / manufacturing irregularities related to the malfunction were identified.